Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that issue resolved by implementation team. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, has broken printer. The customer reported that there was no delay in dispensing the medication since user has managed to get the medicines from other station. There were no adverse events or injuries reported based on this incident.